Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it delivering higher than set peep (positive end expiratory pressure) and delivering low vte (exhaled tidal volume) was initially confirmed, however, after subsequent testing the reported issues could no longer be duplicated. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
An authorized service provider (asp), contacted ventec to report that the device was delivering higher than set peep (positive end expiratory pressure). High peep delivery would cause the device to display the high peep alarm. Additionally, it was discovered that the device was delivering low vte (exhaled tidal volume). There were no reports of patient use associated with the reported issues.